Event description:
On (B)(6) 2014, the physician reported that he saw the patient that day and suspects he may need a vns replacement. The vns device was interrogated and system diagnostics showed lead impedance was high and output status stated limit. Under end of service, it said no. The patient was referred for x-rays. The patient has no complaints of adverse events; however, the device output current and magnet current were lowered by 0.25 ma each. Attempts were made for additional information; however, they were unsuccessful. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.